Event description:
The customer contact reported an adverse event while the device was in use. The pt was using a safeset monitoring kit that was attached to an unspecified catheter that was inserted into the radial artery. Reportedly, the patient had "skin breakdown above the tip of the catheter, approx 2 to 3 inches distal to the catheter insertion site." The area was described as "an oval shape, similar to a lemon or egg, flat not raised, blanched in color to mottled looking." When the "skin breakdown" was noted the catheter was removed. The blood sampling ports were being accessed by the nurses and the laboratory technicians. The customer reported that the "skin breakdown" was thought to be due to the laboratory technicians technique when withdrawing blood from the blood sampling ports and re-infusing the patient's blood from the reservoir too rapidly. The blood sampling ports are now accessed by the nurses only. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Instructions for use for this device states: "the safeset in-line reservoir should fill with minimal assistance if the catheter is not occluded. If the system fills with difficulty, check the catheter for possible occlusions or restrictions. Fill the reservoir at a rate no faster than 1 cc per second to avoid occlusion of the catheter." It also states: "return the fluid contained in the safeset in-line reservoir to the pt by pressing the plunger down slowly. Return the reservoir volume to the pt at a rate of 1 cc per second, until the plunger reaches it locked position."